Manufacturer narrative:
Concomitant product: 5076, lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance was steady at approximately 43 ohms through (B)(6) 2016 and then rose out of range (B)(6) 2016. Analysis of the data also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc impedance was steady at approximately 53 ohms through (B)(6) 2016 and then rose out of range by (B)(6) 2016

Event description:
It was reported that both right ventricular (rv) lead defibrillation coils were exhibiting high impedance and that the lead had fractured. It was also reported that the left ventricular (lv) lead was exhibiting high thresholds in some configurations and non-capture and diaphragmatic stimulation in others. High impedance was also observed. Both leads were programmed off and the patient was fitted for a life vest. The rv lead was later partially explanted and the remaining portion capped. The lv lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.